Manufacturer narrative:
(B)(6).

Event description:
It was reported that on the third day of pico treatment, the device stopped functioning. No patient harm was reported. The user replaced the pump with a new pico and continued therapy.